Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was listed as unos status 1a due to an ongoing infection of the "device". The pt underwent a successful heart transplant procedure. The hosp was unable to determine the duration in which the infection was active. No further info is available at this time.